Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of lioresal via an implantable pump. It was reported there was an infection at the pump site. The physician was scheduling removal and planned to implant a new system on the opposite side before the patient's refill date. Diagnostics and troubleshooting had not been done at the time of the report, (B)(6) 2020.